Event description:
It was reported that during a scheduled follow up visit, it was noted that the right ventricular lead had no capture and the atrial and ventricular marker channels were aligned. It was also reported that further testing revealed that the right ventricular lead had dislodged and was now in the right atrium. The device settings were reprogrammed and the right ventricular lead will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.